Event description:
The report received stated that the flange of the tracheostomy tube became disconnected from its docking port and slid to the bottom of the tube. This caused the tube to protrude and become dislodged from the patient's airway. The tube had to be removed and the patient had to be re-intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.